Manufacturer narrative:
(B)(4).

Event description:
Received information, the patient has been unable to recharge her ultra battery since implant. Recharger was replaced but patient still unable to recharge her device. Medtronic representative met with the patient and did a hard recharge because the battery was overdischarged almost since implant. After two hours of recharging, her battery was still not able to take a charge. Physician wants to replace the battery. Additional information has been requested and if received, a follow up report will be sent.